Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device's display intermittently scrolled through screens randomly without user interaction and no clinical information could be seen. Complaint did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.